Event description:
Balloon inflated to 15 atm, balloon ruptured in femoral artery. After procedure interuption in artery noted. Taken to surgery for bilateral femoral popliteal bypass graft. Stent p394 was placed.